Manufacturer narrative:
The sonicare proresults plaque control brush head is an accessory to the sonicare power toothbrush

Event description:
Consumer complained about bristles falling off. No injury reported.